Event description:
It was reported by service report that the webbing strap broke on the bed. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Broken strap on pt helper.